Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) right ventricular (rv) leads exhibited low out-of-range pace impedance measurements less than 200 ohms and intermittent noise with oversensing and pacing inhibition. Both leads were surgically abandoned and replaced. No additional adverse patient effects were reported.